Event description:
Surgeon was using a endoscopic stapler during the case and while the staple load was firing the home function was automatically activating causing the stapler to reset to home position while actively firing load. No harm was done to patient, but it is a defective stapler.